Event description:
It was reported that before use on patient, cardiosave intra-aortic balloon pump (iabp) unit would not boot up after coiled cable recall. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on patient, cardiosave intra-aortic balloon pump (iabp) unit would not boot up / power up after coiled cable recall. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b5, h6(medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and replacing the front end board (0670-00-1164) corrected this issue. All functional and safety test performed. The failure analysis and testing department received part with a reported unit failure of the unit not booting up after the coiled cable install. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the failure to boot up. Unit begins alarming. No root cause able to be identified. This revision is obsolete and cannot be tested by the supplier. Retaining the part in the failure analysis and testing department the most probable root cause for the reported issue per the dfmea is component reliability.